Event description:
It was reported that the patient was hit by a bus. Following the accident, the device turned on but was not covering her symptoms. The device was reprogrammed and the patient received the same stimulation she was getting prior to her accident.